Manufacturer narrative:
D9: product received date 15-nov-2024. Device evaluation: one device and several photos were received for device analysis. Visual inspection was performed, and it was found that there was a particle detected on the sample received. The customer reported complaint was confirmed by the device received. A lot history review was performed, and no complaints were documented for the lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a foreign object was found in the 100 ml cassette. Per reporter, the instance had involved a hair or fiber floating in the 5fu chemo. The 5fu had been prepared in the pharmacy. The issue was discovered upon opening in the hospital. There was no patient involvement.